Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, a stent damaged occurred. The 90% target lesion was located in the severely calcified and moderately tortuous distal right coronary artery. The physician attempted to cross the lesion using a 4.00mm x 32mm liberté stent for several times but failed. They used an unspecified "child catheter" to cross the lesion, but the issue was not resolved. When they removed the device, the distal edge of the stent was found to be lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient status is good.